Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the j702 connector (trunk cable connector) was lifted off of the pad inside the distribution node. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the damaged j702 connector. The root cause for the damaged j702 connector cannot be positively determined. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.